Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was crack on insulin pump and it was not working. Customer received battery failed alarm. Customer stated that insulin pump was neither dropped nor bumped. Customer stated infusion set and reservoir does not show any sign of damage. The customer also stated that there was no physical damage to the retainer ring. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned device for an alleged failed battery test, blank display and cosmetic damage on the battery compartment on june 12, 2022. Device passed displacement test, self test, active current measurement and sleep current measurement. Blank display was not noted during testing. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. 5, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The device downloaded history confirmed the device alarmed low battery alert on (B)(6) 2022 at 23:07:00.000 , power loss alarm on (B)(6) 2022 at 05:55:21.000, replace battery alert on (B)(6) 2022 at 05:12:00.000, replace battery now on (B)(6) 2022 at 05:43:00.000 and battery failed alarm on (B)(6) 2022 at 19:41:07.000 due to customer's faulty aa battery. The electronic assembly and battery tube were inspected and found moisture damage on electric board, motor, force sensor and corroded battery tube. The following were noted during visual inspection: cracked case behind the device at the battery compartment, cracked battery tube threads, serial number label stained, pillowing keypad overlay and keypad overlay texture damage. Device passed required testing. Failed bateryt test and blank display were not confirmed. Cosmetic damage confirmed behind the device at the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.